Event description:
Customer reported receiving a calibration error alarm and stated that the buttons on the insulin pump were not working. Customer's blood glucose reading at the time of the call was 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to flatten act button dome switch (creased). The device was received with corrosion at the keypad assembly. The unit was received with severely scratched lcd window and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.